Event description:
Inrs lower than customer expectation with lot number g7kwc071-p3 (5 channel) vs. Inr with unspecified lot number of 3 channel product. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.